Event description:
Procedure: nephrectomy. Reportedly, when the surgeon tried to remove the tissue with the device, its bag came off the ring. There was no reported adverse affect to the patient. Note: during routine review, this report was reevaluated. At that time, the decision was made to file a report based on the information received.